Manufacturer narrative:
This report is submitted on october 14, 2022.

Event description:
Per the clinic, the patient experienced an infection at the abutment site (date not reported) and the patient was treated with antibiotics. The patient had the abutment changed to a longer length on (B)(6) 2022.